Event description:
The customer reported that the device failed to deliver energy during use. No adverse pt impact was reported. The device passed all testing by the biomed, no errors in the system log.

Manufacturer narrative:
Philips fse evaluated the device. The device passed all testing. Philips reviewed the event summary. The event showed several "pads on" and "pads off" messages. No charging attempts were recorded nor were there any ECG strips generated during this event summary. There is no info supporting a malfunction occurred.